Event description:
Same case as #6000089-2005-00016. It is reported that 121 days after a drug eluting stenting treatment procedure, the pt underwent target vessel reintervention. The pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 90% stenosis and was 40 mm long with a reference vessel diameter of 2.5 mm. Target lesion 1 was treated with rotational arthrectomy, followed by adjunctive balloon angioplasty and two overlapping 2.5 x 24 mm taxus stents, with 0% residual stenosis. The pt was discharged the following day on asa and plavix therapy. Four months later, pt underwent cardiac catheterization to evaluate unstable angina and abnormal results of IV dipyridamole cardiolite study (7 days before) positive for large areas of primary ischemia and scarring. Coronary angiography 7 days later revealed lmca 90% stenosis midportion, lad 30% ostial stenosis, 70% mid stenosis, 70% in-stent restenosis of mid-lad stents, 70% proximal stenosis of the 1st diag; 50% ostial stenosis of the 2nd diag rca 10% proximal stenosis per catheterization report, upon completion of the diagnostic procedure, insertion of an iabp was performed, and pt underwent urgent coronary artery bypass grafting x 3 with lima to lad, free rag to diag2 and diag1 in sequence, and exploration of om1. The pt was discharged 5 days later. In the opinion of the physician, the relationship of the event to the taxus stent is "not related."